Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/2/2021 h.6. Investigation: one hundred sealed 31g x 5mm pen needle samples were returned from lot no. 7248628, cat. No. 325104 along with pen needle samples that are not manufactured by bd dun laoghaire. Visual examination was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples returned this cannot be confirmed to be manufacturing related h3 other text : see h.10

Event description:
It was reported that 1 bd pn 31x5 needle package contained mixed lengths of needles. The following information was provided by the initial reporter : the customer reported 5 mm pen needles were mixed with 8 mm pen needles in the same package.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6) a device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pn 31x5 needle package contained mixed lengths of needles. The following information was provided by the initial reporter: the customer reported 5 mm pen needles were mixed with 8 mm pen needles in the same package.